Manufacturer narrative:
Pending evaluation. Concomitant medical devices: cn: 142-36-00, sn: (B)(4) - cocr fem head 36mm +0 offset 12/14; cn: 180-01-60, sn: (B)(4) - nv crown cup clstr hole 60mm group 4.

Event description:
The surgeon revised a hip put in 2012. The surgeon replaced the shell, liner, and head due to osteolysis and poly wear. The surgeon suspects micromotion of the cup due to the locking mechanism - however did not divulge why the surgeon suspected that. All acetabular components were removed, nothing was left in the patient, this did not cause a delay to surgery, and the patient was stable as they left the operating room.

Manufacturer narrative:
Section (h11) (g4) awareness date should have been 11-apr-2019 in the initial submission.

Manufacturer narrative:
The engineering evaluation noted the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear and osteolysis. However, this cannot be confirmed as the explants were not available for evaluation. (D11) concomitant devices: cn: (B)(4), sn: (B)(6) cocr fem head 36mm +0 offset 12/14. Cn: (B)(4),sn: (B)(6) nv crown cup clstr hole 60mm group 4.